Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 1.6 - 2.4 inr): qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Upon analysis of the meter memory, the alleged result of 2.6inr was the only result observed.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results between coaguchek vantus meter (B)(4) and a lab using the dade innovin reagent. The customer used strip lots 361438-23 and 368882-21 for the meter tests. This MDR is for test strip lot number 368882-21. Refer to the MDR with patient identifier (B)(6) for the report on strip lot number 361438-23. On (B)(6) 2019, the customer tested on the meter by fingerstick using strip lot 361438-23 and received a result of 3.4 inr. Within 2 hours the customer had a lab test and the result was 1.7 inr. On (B)(6) 2019 at 8:30 am, the customer had a lab test and the result was 1.9 inr. At 9:30 am, the customer tested by fingerstick on the meter using strip lot 368882-21 and the result was 2.7 inr. The customer immediately tested again on the meter using strip lot 368882-21 and the result was 2.6 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customer has tested positive for antiphospholipid antibodies in the past. The customer is not anemic and has no new illness, no diet changes, no change to coumadin dose, no heparin, no direct thrombin inhibitors and no bleeding or bruising. There was no adverse event. Relevant retention test strips (lot 361438 and 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The suspect product was requested to be returned and the replacement product was sent.